Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported "not pass occlusion test" which was confirmed during evaluation. The cause was determined to be a failing downstream occlusion. Evaluation found the downstream tubing guide plate to be below specification. The downstream tubing guide was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not pass the occlusion test. There was no patient involvement. No additional information is available.